Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she let the insulin pump run low on insulin in the night and goofed. The blood glucose reading was 512 mg/dl. The customer stated that she did not believe that the insulin pump delivered any insulin all night. She reported that she woke up with the high blood glucose reading, treated with 12 units of insulin, which lowered the blood glucose reading to 395 mg/dl. She checked again, and it lowered to 342 mg/dl. She advised that she did not feel as though there was anything wrong with the device, since her blood glucose was responsive to treatment. She was advised to monitor her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.